Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3888-33, lot# j0511420v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome. It was reported the patient was not feeling any stimulation no matter how high he increased it. Impedance measurements were taken and when testing at 0.24v, all electrode impedances showed >3600 ohms. The rep confirmed this was true when flipping through references as well. It was noted there were falls that could have been related to this issue and the patient usually fell once a week. Therapy impedance results were listed: a-1- >3600 ohms, <(><<)>0.065ma a-2- 2245 ohms, 0.324ma a-3- 3600 ohms, <(><<)>0.065ma additional information received from the rep reported the patient was instructed to follow-up with his healthcare provider (hcp) to further investigate the cause of the high impedances via diagnostic testing and to discuss implantable neurostimulator (ins) replacement. Additional information was received from the hcp. The hcp was asked if the cause of the high impedances was determined and responded that event was still in progress and was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.